Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: harmony dcs lot #: 0012303785 updated data: b5, b7, d10, h6 (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the valve was implanted annular. Per the physician the depth of the valve had contributed to the premature ventricular contractions (pvc) since the inflow portion of the valve was below the annulus and in contact with the right ventricle. As reported, the pvcs were also reported as probably related to the delivery catheter system (dcs) and the valve implant procedure as well.

Manufacturer narrative:
Updated data: b1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the day following the pulmonary valve implant radiography identified the stent frame had noticeably changed from the previous fluoroscopy. Frame distortion at the outflow struts of 1 and 2. There was more pronounced inflow distortion at struts 5 and 6. No treatment reported. No patient symptoms reported as result of the distortion.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic pulmonary valve while in recovery, an electrocardiogram (ECG) identified premature ventricular contractions (pvc). Most noted pvcs were in couplets. As result, a betablocker was initiated.

Manufacturer narrative:
Continuation of d10: product ID: {{harmony-dcs}}; product lot number: {{unknown}}; product type: {{delivery catheter system}}; implant date: {{na}}; explant date: {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that sinus rhythm with sinus arrhythmia was present at the time of the premature ventricular contractions (pvc).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic pulmonary valve while in recovery, an electrocardiogram identified premature ventricular contractions (pvc). Most noted pvcs were in couplets. As result, a betablocker was initiated. Additional information received indicated the valve was implanted annular. Per the physician the depth of the valve had contributed to the pvcs since the inflow portion of the valve was below the annulus and in contact with the right ventricle. As reported, the pvcs were also reported as probably related to the delivery catheter system (dcs) and the valve implant procedure as well. Additional information indicated that sinus rhythm with sinus arrhythmia was present at the time of the pvcs. Additional information received indicated that the day following the pulmonary valve implant radiography identified the stent frame had noticeably changed from the previous fluoroscopy. Frame distortion at the outflow struts of 1 and 2. There was more pronounced inflow distortion at struts 5 and 6. No treatment reported. No patient symptoms reported as result of the distortion. Additional information was received to report on the first post-operative day, the patient had developed a fever with chills; however, the temperature reading was not reported. No treatment was required. At the six-month post-operative follow-up appointment, fluoroscopic inspection of the valve showed two type I fractures noted on row 6 of the inflow portion of the valve frame; however, there was no loss of structural integrity. A slight narrowing between rows 4 and 5 was also noted. At the same appointment, an update was reported to note the pvcs were documented as resolved. Further, the physician updated the relatedness assessment of the valve implant procedure as not related to the pvcs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.